Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: no suspect product was received; however, a photograph and video were provided by the customer. The photograph and video were evaluated and showed an eye implanted with the suspect product. The haptics were observed to be stuck together and scratch like damage was observed on the optic of the lens. Based on previous clinical advice, due to the location and characteristics of the scratch like marks on the optic of the lens, it is not expected to impact the optical function of the lens; however, the definitive impact and incident root cause could not be determined from a photograph assessment. Since no product has been received, no further evaluation was performed. The complaint issue "cosmetic issues" and "haptic stuck to haptic" were identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician found a scratch on the edge and in the optic of the preloaded monofocal intraocular lens (iol) during implantation. The iol haptics firmly adhered to each other. The preloaded device was prepared using ophthalmic viscosurgical device (ovd) from a different manufacturer and handled according with the instructions for use. The physician also reported a slight resistance during setting. The visual acuity on the day of the surgery was 0.6p×iol (0.7×-0.5d) and one day post-operation was 0.3×iol (0.5×-3.0d). No patient injury was reported and no medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.